Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient's left eye. The patient was experiencing positive dysphotopsias reported at pow3 (postoperative week 3) visit, unresolved even at pom3 (postoperative month 3). The patients vision pre-operative was 20/150 and post-operative was 20/40. The symptoms were debilitating as the customer was unable to drive at night. No further information was provided.

Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: jan 9, 2025 . Section h3: evaluated by manufacturer: yes . Device evaluation: the lens was inspected under magnification, and it was received cut in half and coated in viscoelastic residue. The lens was cleaned and presented with no further issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.